Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name of the initial procedure? Did the suture unravel on (B)(6)? Was the resuture performed on (B)(6)? Did a second suture unravel on (B)(6)? What location and on what tissue was the suture used? What was done to address the second suture that unraveled? Was medical or surgical intervention performed for the second suture that unraveled again? How was the issue resolved? What is meant by the suture unraveled? Did the suture knots untie post operatively? How was the suture tied? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? How was suture initially placed (interrupted or continuous)? What was the appearance of the suture during the second procedure? Can you describe the appearance of the knots? Did the knots untie post op? Do you have a photo of the actual suture piece? Did the suture break into 2 pieces? Did the suture fray? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the suture pull through the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Do you have the actual sample or unopened samples of the same lot number to return for analysis? Lot number of product involved update to patient current condition the patient demographic info: age, gender, weight, bmi at the time of index procedure does the patient have any pre-existing medical conditions?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. Three days after the procedure, the suture unraveled and the wound opened. The surgeon re-sutured the wound. Additional information has been requested.